Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx stent was to be used to treat a stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure the catheter broke inside the patient while trying to deploy the stent. Reportedly, the catheter did not break in half and the entire catheter was able to be removed from patient when the scope was pulled out. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A wallflex uncovered biliary rx stent and delivery system was returned for analysis. The stent was fully constrained within the sheath and was attached to the reconstrainment band. The inner shaft was protruding from guidewire port and was severely stretched and twisted. The outer sheath was also kinked at the guidewire port. The stent, tip and reconstrainment band were undamaged. There were no other damaged was noted. Functional analysis could not be deployed using the handle. However, the stent was easily deployed by pulling the tip of the delivery system. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint. The damage to the inner shaft discovered during the analysis is consistent with the application of excessive force. Therefore, the cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure. Consequently, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on february 24, 2016 that a wallflex biliary rx stent was to be used to treat a stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure the catheter broke inside the patient while trying to deploy the stent. Reportedly, the catheter did not break in half and the entire catheter was able to be removed from patient when the scope was pulled out. The procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.